Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: spain. It is reported that the staples do not dispensing correctly and fall out of the manipler.

Manufacturer narrative:
Analysis /investigation result: mani r&d dept. Analyzed and investigated into the production record of related batch number and returned stapler. As the result of investigation, no problem found with the components, staples and stapling function from the returned staplers. Staples were released without any problem. Investigation summary: -it has not seen any damage or defective components in the returned staplers. -remaining and reloaded staples were released without any problem. -stapling function worked properly. -no problems were found with measurement values of the components. -there was no report of defective components or product on the production data sheet of related batch number. As the result of investigation, no problem found with the components, staples and stapling function from the returned staplers. Staples were released without any problem.